Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels was confirmed during bolus request. User made bolus request at 2:26am with a low bg level, and then requested a second bolus at 5:05am with another low bg level. There were no erratic basal rate adjustment. User may have miscalculated carb intake. There are no other obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer did not know the cause of the bg level. However, the customer's doctor believes the customer goes low in the mornings and the doctor wanted to lower the basal rate. The bg level was addressed by the customer eating breakfast. At the time of report, the customer's bg level was 180 mg/dl.